Manufacturer narrative:
As part of our investigation, olympus followed-up with the user facility via telephone and in writing to obtain additional information regarding the reported scope, procedure and patient involved but no information was obtained. The referenced scope was returned to olympus for evaluation. The evaluation confirmed the scope has a break on the bending section area near the distal tip. A visual inspection on the received condition of the scope found the bending section separated approximately 25mm from the distal end; no signs of impact (dents). A small portion of the bending section cover is missing at the same location where the separation of the bending section has occurred. The separation of the bending section has produced sharp edges from the exposed bending section skeleton. Additionally, the balloon channel is detached from the distal end; and both the ccd unit and light guide bundle have visible kinks. The image was observed to have excessive ig breakage with very dim light when the image was displayed on the monitor. The potential cause of the detached and separated bending section can be attributed to excessive force (pulling) is applied to the distal end or bending section. The instruction manual provides warning which states, do not twist, bend or squeeze the bending section forcefully as the covering of the bending section may stretch or break and cause water leaks or equipment damage. As a preventive measure, the instruction manual provides instruction to be sure to prepare another scope endoscope to avoid that the examination will be interrupted due to equipment failure or malfunction. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an endobronchial ultrasound (ebus) procedure, after sampling was performed, there was a visible break noted at the distal tip of the scope.